Event description:
It was reported that automode switch episodes were observed due to far-field r-wave oversensing. Reprogramming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.